Event description:
Report received from account with very vague info regarding a pt death while receiving an infusion using the apii pump. Rptr indicated pt did not receive the pain medication prescribed and later died. Rptr stated pt incident was "due to operator error".